Manufacturer narrative:
Batch review performed on 17 june 2019: lot 182117: (B)(4) items manufactured and released on 13-june-2018. Expiration date: 2023-06-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold. Additional devices involved: moto partial knee 02.18.tf4.rm tibial tray fix cemented s4 rm (k162084) lot 167758: (B)(4) items manufactured and released on 21-feb-2017. Expiration date: 2022-02-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold. Moto partial knee 02.18.if4.08.rm tibial insert fix s4 rm - 8mm (k162084) lot. 182149: (B)(4) items manufactured and released on 19-jun-2018. Expiration date: 2023-05-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold.

Event description:
The patient came in complaining of pain 6 months after primary and the cause of pain is unknown. The surgeon revised the medacta uni-knee to another company's total-knee. The surgery was completed successfully.